Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider doubted accuracy of navigation stating depth of each tool seemed to appear too deep. A snapshot was taken again and navigation verified by touching the planner to the anatomy. While drilling the trajectory during the sacroiliac and thoracolumbar procedure, the surgeon claimed that the device started shaking uncontrollably. He quickly release and used the back-up device to drill the remaining trajectories. L5/s1 appeared accurate on the right but surgeon elected to use the o-arm to place the remaining events. There was 1 hour or longer delay of the procedure. There was no patient impact.